Event description:
Date of the event is unknown. It was initially reported to boston scientific corporation that a rapid exchange biliary stent system was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, during preparation, the stent system would not advance over the wire. The procedure was completed with another rapid exchange biliary stent system. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported as fine. This event has been deemed a reportable event based on the investigation results; pullwire damaged.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device expiration and manufacture dates are unknown. A visual examination of the returned device found residue on the distal end of the guidewire. The guide catheter pull wire was found to be bent at the ramp window and was sticking out of the window slightly. A visible kink of the push catheter was observed at the rx ramp window. The push catheter most likely kinked in an attempt to place it over a guidewire. The guide catheter pull wire was most probably bent at the same time the push catheter was kinked. The most probably root cause is handling damage.